Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device upgrade procedure, when the plasma blade was used, the pulse generator exhibited loss of atrial and ventricular output. The patient was asymptomatic and pacing resumed through the analyzer. The device was explanted and replaced without further issue.

Event description:
New information indicated that the pulse generator was in backup vvi operation.